Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Pulmonary embolism is one of the potential complications cited in the IFU associated with this product.

Event description:
According to notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013. According to the complaint, the patient suffered a pulmonary embolism approximately 24 months later, and as a result died from the pulmonary embolism on or about (B)(6) 2015. Argon¿s attorneys are attempting to gather information.